Event description:
It was reported that during a lap nephrectomy, the surgeon wanted to use the device to transect the ivc. He closed the closing trigger on the targeted tissue and then squeezed the firing trigger. Upon firing, the firing trigger couldn't be separated from the closing trigger and the jaws remained closed on the ivc. He then tried to depress the anvil release button but to no avail. Finally, the nurse manager used a thin handle to go in between the firing and closing trigger and managed to pry open the triggers, opening the stapler jaws. Upon checking the staple line, no staples were observed and the knife wasn't deployed as the ivc was not stapled not cut. They subsequently converted the case to open as they had no confidence to use another stapler for the case due to the technical fault experienced earlier.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Firing trigger teeth. Additional information: "in reference to "transect the ivc"? Was it the inferior vena cava or the renal artery? Renal vein close to ivc. Was there high force to fire? No higher force required. Any unexpected noises? No unexpected noise. Did the surgeon fire with one or two hands? One hand. How long has the surgeon been using the device? A few years. Has the surgeon been inserviced? Yes. What firing of the device was this? First firing. Was the device fired over any hard objects such as a clip? No, hard objects. Has the device been sent back for analysis? Yes. How is the patient currently? Patient has been discharged and gone home. Is the patient expected to have a full recovery? Yes, full recovery." The analysis results found that the atw45 device was received with the firing mechanism damaged and with a reload loaded in the device. The reload was received fully loaded with staples and with the lockout spring normal. No functional test could be performed due to the condition of the device. However, the returned reload was tested for functionality with a test device; the device fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken jamming the closing mechanism. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; (B)(4).